Event description:
Wire in circuit over-heated, causing plastic to melt and the ventilator to auto-cycle. Baby needed to be hand bagged for ventilation until the circuit was changed.

Manufacturer narrative:
One sample was received from the customer for evaluation. The sample was evaluated according to our inspection procedure and visual examination showed that the inspiratory tube was melted at a distance of approximately 8" from the wire manifold. The melt is approx. 1" long and a hole was found in the inspiratory tubing in the middle of the melted section. No manufacturing defects were found in the circuit. The wire was evenly distributed in the tubing (no bunching) and the wire conductor turns, appear to be uniform and appropriate for the wire. The electrical resistance for the inspiratory wire was within specification. Our manufacturing process was reviewed, and no problems were found related with the issue reported. At this moment, we are unable to determine the root cause for the reported incident. Recommendation for use of the product: re-emphasize the need to keep the tubes uncovered and separated (no binding the tubes together, separating the tubes at the isolette inlet.